Manufacturer narrative:
According to the reporter, the event occurred after the procedure. The patient filled in an online form with mammotome: in (B)(6) 2023 a hydromark clip was inserted and had a severe adverse reaction resulting in emergency surgery to remove the clip. The hospital attempted to gather more information but the patient did not want to use personal details. Extra information needed but still awaiting the patient update. The procedure was completed with device. There were patient consequences - adverse reaction after the marker was placed. Medical treatment was required to resolve consquences - surgery to remove the marker. The device in question was not returned to the manufacturer for evaluation. Based on the information currently available, it is most likely that the reported adverse event was related to the patient's underlying condition. Despite multiple follow-up attempts - exceeding three separate requests - no additional information has been provided beyond the following: background of the emergency surgery: the patient experienced a severe allergic reaction that necessitated surgical intervention. Presumed cause: the reaction was most likely due to the patient's underlying allergy to certain materials. Confirmation of allergic response: according to correspondence from the clinical team, the patient suffered a severe allergic reaction attributed to hydromark. Patient risk: surgical intervention was required to address the reaction. Subsequent surgical procedures: it is currently unknown whether any additional surgeries have occurred since 2023. Device disposition: to the best of our knowledge, the device will not be returned to mammotome. It is suspected that the clip was discarded following the surgical procedure. This summary reflects all known information at the time of submission. Should further details become available, the file will be updated accordingly in compliance with applicable regulatory requirements. Note: cell b3 and d6a requires entry of day (dd). The reporter did not provide the day, therefore "01" was entered. Cell d6b explanted date, was not provided.

Event description:
According to the reporter, the event occurred after the procedure. The patient filled in an online form with mammotome: in (B)(6) 2023 a hydromark clip was inserted and had a severe adverse reaction resulting in emergency surgery to remove the clip. The hospital attempted to gather more information but the patient did not want to use personal details. Extra information needed but still awaiting the patient update. The procedure was completed with device. There were patient consequences - adverse reaction after the marker was placed. Medical treatment was required to resolve consquences - surgery to remove the marker.